Event description:
It was reported that three different clip appliers were opened during a cholecystectomy, and all of them showed the same problem: on firing, the clip would "jump off" the applier instead of being properly applied. In one case a clip fell into the pt's abdomen, but was successfully retrieved. The case was finished using a fourth clip applier. There were no adverse pt consequences.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 device (a) was received in good visual condition. The instrument was cycled, fed, and fired scissored clips. The cause of this type of damage is currently being investigated. The analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. The er420 instrument (c) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.